Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a burnt plastic distal end cover, the air/water tube had foreign objects, the air/water cylinder had foreign objects, the jet tube had foreign objects, and the light guide lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, h3, h6. The following fields were corrected: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation on the burnt plastic distal end cover, it was likely that a high-energy endo therapy accessory, such as laser, may have been used without sufficient distance from the distal end. Based on the results of the investigation of foreign material, it could not be identified. A root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instruction manual in gif-1th190 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual in gif-1th190 operation manual chapter 4 operation: 4.3 using endo therapy accessories. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.